Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is bent in the gusset area and folded over towards the optic. The optic is cut in half typical of insertion and removal. A small crack is observed on the optic. Scratches are observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file indicates the use of a non-qualified viscoelastic. The reported crack was observed. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/monarch combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, internal crack was noted. No information was reported on patient harm. The lens was explanted. Additional information was requested and received.